Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys w/sa10 a.sprung reservoir (part # fx425t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be the valve is blocked. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient details: age - 69 years, weight - 73.7 kilograms (kg), height - 165 centimeters (cm), gender - unknown. Same event as medwatch-no.:3004721439-2022-00244; 3004721439-2022-00245; 3004721439-2022-00246.

Manufacturer narrative:
Additional information - b7, d4 (exp. Date). Investigation: visual inspection: the following observations were made during the visual inspection: yellowish discoloration on the peritoneal catheter. Permeability test: the test showed that the progav 2.0 shunt system with the peritoneal catheter is permeable. The flushed out liquid was turbid with particles. Results: based on our investigation results, we can determine a yellowish discoloration of the peritoneal catheter. The discoloration had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. One reason for functional impairment during therapy can be proteins or organic particles in the cerebrospinal fluid and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.